Event description:
Pt (patient) reports their nurse clinical educator advised them to switch their solis pump with each change. Pt reports as they were trying to do that this morning, their second pump will not stay on. Pt says they placed brand new batteries and as soon as they turn the pump on it turns off immediately. Pt confirmed they are infusing with other pump with no issues. Pt just changed their cassette today so next change is not till friday. Device serial number provided: (B)(6), expiration unknown. No further information, details or dates available. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: remodulin 26ng/kg/min. IV remodulin premix pt via solis pump. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. If yes was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Ongoing. Pulmonary arterial hypertension.